Manufacturer narrative:
Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed; the batteries were able to charge and provide power during bench testing. Analysis revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. All of these batteries were recognized by and able to provide power to the test bed controller. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / manufacturing date: 09/30/2014 / expiration date: 09/30/2015, (B)(4). Battery - (B)(4) / manufacturing date: 09/25/2014 / expiration date: 09/30/2015, (B)(4). Battery - (B)(4) / manufacturing date: 09/24/2014 / expiration date: 09/30/2015, (B)(4). Battery - (B)(4) / manufacturing date: 09/24/2014 / expiration date: 09/30/2015, (B)(4).

Event description:
It was reported from the us that a male patient from the dt2 study was at home and had 6 batteries that had "failure to recognize power when attached to controller." No reported injury to the patient.